Event description:
The facility reported an unfusion pump which turned on and off by itself. Info regarding whether or not the device has been in use on a pt when this failure occurred was not avail, no add'l contact info was provided. The hosp representative stated there have been no reports of any pt incident involving this pump since the last baxter service event.